Event description:
It was reported that the tip of a gore suture passer needle broke off inside a pt while securing a mesh during a laparoscopic ventral hernia repair. The tip could not be located on x-ray and remains in the abdomen of the pt. The pt has since been discharged with no reported complications.